Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform a failure analysis. The universal surgical manipulator (usm) was analyzed and found to have an error 32056. The unit was tested on an in-house system in normal with no triggered errors. The unit was also tested on a pftp where the direction test and sine cycle failed with a 32056 error. A golden axes controller spar board (acs) was installed, and the unit was able to pass testing. Sensor check also failed for the yaw sl sensor. The complaint was confirmed based on failure analysis.

Event description:
It was reported that during a da vinci-assisted inguinal hernia surgical procedure, intuitive surgical inc. (Isi) clinical sales representative (csr) reported repeated recoverable errors. The system logs confirmed errors reported by the universal surgical manipulator (usm) 3. The customer power cycled the system and emergency power off (epo) the patient side cart (psc) and the issue persisted. The isi technical service engineer (tse) advised to disable and fault recovery. The customer was able to disable usm 3 and recover from the fault, leaving usm 3 disabled. The procedure was unknown how it was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering on and it initially did power on without errors. Three hard resets were performed. The arm 3 was disabled and the procedure was robotically completed with 3 arms. No patient injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse replaced the usm. The system was tested and verified as ready for use. Isi has received the part; however, failure analysis has not completed their investigation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow-up MDR will be submitted when failure analysis has completed their investigation. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.